Event description:
It was reported that the cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the alleged issue resolved. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.